Event description:
It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced pain.

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. (B)(4). Lawyer filed report (B)(6).

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced stress urinary incontinence, hypermobile urethra, trichomonas infection with associated symptoms, urine leakage with bending or sneezing, pressure, hesitation, incomplete bladder emptying, delayed sensation of bladder filling, nocturia, pain and burning in bladder area, nocturia, urgency, incomplete bowel evacuation, required nonsurgical and additional surgical interventions.